Manufacturer narrative:
Despite multiple attempts, no further details regarding this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted from the patient due to an upgrade procedure. High right atrial (ra) impedances and loss of capture was also observed. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the pacemaker will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the impedance values for the ra channel were 916 ohms and for the rv channel were 1332 ohms. These values were also obtained when testing the leads through a pacing system analyzer. No additional adverse patient effects were reported.